Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that several cubies were not detected on the bus as a result of a connection failure. A field service engineer resolved the issue by reseating the row board cable to the drawer controller for all drawers within the station. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where multiple cubies were not detected on the bus, which hindered users from accessing the medication. The customer tried to recover the station by rebooting the station thrice, but the issue still persists. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.